Manufacturer narrative:
Both patient samples were submitted for investigation. The first sample from (B)(6) 2017 was negative for (B)(6) combi on the customer's e411 analyzer. The 2nd sample from (B)(6) 2017 was positive for (B)(6) combi on the customer's e411 analyzer. During the investigation, the customer's results from each sample were reproduced. Sample 1 (B)(6) combi result was 0.452 coi (negative). Sample 2 (B)(6) combit result was 1.17 coi (positive). Further investigation of sample 2 showed that the sample was positive for the (B)(6) igm recognition module without showing any (B)(6) antigen reactivity. This is not typical seroconversion behavior if the patient's (B)(6) exposure was mid (B)(6) 2017. A negative test result does not completely rule out the possibility of an (B)(6) infection. Product labeling states that serum or plasma samples from the very early phase or late phase of (B)(6) infection can occasionally yield negative findings. On (B)(6) 2017 the patient had an (B)(6) rna (rt-pcr) viral load result: positive 27.700 copy/ml. A pre or post exposure prophylaxis viral load could be held on a very low level which is detectable by nucleic acid testing but not with an (B)(6) ag immuno assay or 4th generation assay. Additionally, under these circumstances, the adaptive immune response of the patient can be delayed. Based on the results of the investigation, the (B)(6) combi assay performs within specification.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of (B)(6) results for 1 patient tested for elecsys hiv combi (hiv combi) on a cobas e 411 immunoassay analyzer. The initial hiv combi result was (B)(6) on the e411 analyzer. This result was reported outside of the laboratory where it was questioned by the patient. The patient had another hiv test performed on another unspecified system and the result was positive. The actual result was not provided. The patient gave this information to the customer who repeated the original sample on the e411 analyzer on (B)(6) 2017 and the result was again (B)(6). The actual result was not provided. The customer sent the original sample to another laboratory where the sample was tested on a different e411 analyzer on (B)(6) 2017. The repeat result from the other e411 analyzer was (B)(6). The sample was tested by the pcr method and the result was (B)(6). The actual result was not provided. The sample was also tested by the abbott architect method and the result was (B)(6). The customer thinks the sample may be affected by a sero-conversion issue. The patient had a "suspicious relationship" approximately 2 weeks prior to (B)(6) 2017. A new sample was obtained on (B)(6) 2017 and the result from the customer¿s e411 analyzer was (B)(6). There was no allegation that an adverse event occurred. (B)(4). Calibration and qc results were acceptable.